Manufacturer narrative:
(B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed which is the us list number. The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Pneumoperitoneum is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
In (B)(6) 2017, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2017 after the placement of the peg tube, the patient experienced acute abdominal pain. A computerized tomography (CT) was performed and a pneumoperitoneum was seen. The patient was treated with intravenous analgesia and placed on an absolute diet. On (B)(6) 2017, the pneumoperitoneum resolved and the patient was discharged from the hospital. Duodopa therapy was continued.